Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that oversensing noise was noted on the patient's right ventricular (rv) lead. The pacing impedance was trending towards lower side. The noise was not reproducible in clinic. Programming changes were made. The patient did not experience any adverse consequences.